Event description:
It was reported that the pump battery was unresponsive. Reportedly, the customer had an alternate pump for insulin therapy. There was no adverse impact to customer's blood glucose.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.